Manufacturer narrative:
D4 and g5 are unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the patient was wearing a pump. And started leaking 24 hours into the 48-hour home infusion. Patient reported, leaking from the pigtail extension tubing and the equashield adapter. No patient injury reported.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D3, g1,g2 email is: (B)(4).